Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the alert sensor was not working. The device was not changed out, as the customer went without the sensor for remainder of case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.